Event description:
Pt eyes were measured with a haag-streit lenstar ls900 during post-operative examination. Results indicate a 1.5 mm longer measurement (4 diopter myopic error) than what was found during the pre-operative examination. MFR 1000176188-2013-00001.